Manufacturer narrative:
Unable to determine in a laboratory setting where the tubing disconnected. There were no leaks, fractures or wear visible in the tubing or the port. The complaint investigation was inconclusive regarding the reported complaint and a root cause was not identified. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the band and for the port lot was not available to be reviewed. Unable to determine root cause. A potential root cause was not determined.

Event description:
Surgeon couldn't adjust the band. Through x-ray he saw the tube disconnected.